Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. During the reset process, the customer experienced an issue related to storage mode, which led to a separate case being filed.